Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen has intermittently turned black while the customer was interacting with the pump and attempting to deliver a bolus. Customer reported experiencing a blood glucose level of 156 and delivering a manual injection. It was indicated that the customer had back up therapy available for diabetes management.